Event description:
The patient was undergoing an angioplasty for a failed left distal by pass graft. Past medical history (pmh) includes: peripheral vascular disease (pvd) with endovascular procedure and distal by pass graft from the superficial femoral artery to the dorsal pedal pulse, restenosis with angioplasty of the bypass graft two months ago. The occluded bypass graft was treated with laser artherectomy with opening of the conduit except for proximal narrowing at the origin that would not respond to angioplasty. This was treated with 3.5x4mm balloons without success. The physician attempted to provide maximal flow chronically to the superficial femoral artery to take advantage to some collaterals. During one of the interventions in proximal portion, a piece of balloon broke off. On inspection of the leg, the piece was located in the lateral proximal thigh vessel that was felt to be of no consequence. The director of radiology reported to the staff, he felt that the balloon was not totally deflated before being removed.